Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after initial training, the user experienced hypoglycemia about an hour after announcing and eating usual lunch and dinner, noting that the system delivered approximately 3.9 units for those meals and that this amount appeared excessive for their low meal insulin needs; troubleshooting and education were completed with guidance that meal announcements are learned and would adjust on subsequent similar meals, and no alerts or alarms were reported. Symptoms included low blood glucose to 54 mg/dl without loss of consciousness or other acute effects. Outcomes included transient hypoglycemia lasting about 20 minutes that was corrected with oral glucose, with glucose returning to a safe range and no medical intervention or hospitalization. Investigation included user interview and review of use and therapy history as described during the call. Investigation of this case revealed no device malfunction and suggested a therapy-related issue consistent with algorithm learning and insulin dosing sensitivity in a new user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.